Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lost history record, it can be assumed that the device was in working order, and left the facility as per specifications. The device was not returned of investigation and therefore, no complaint root cause can be identified. Two stent grafts were tested for stent retention during in-process controls and both passed the specified requirements. No device malfunction can be determined, due to the lack of procedure and pt info and lack of device investigation.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that a perforation was caused by another company's device. A 4.0 x 16 graftmaster was advanced to treat the perforation; however, the stent dislodged from the balloon during the crossing attempt and was retrieved using a snare device. A 3.5 x 16 graftmaster was used to successfully seal the perforation. No add'l event or pt info is available.